Event description:
It was reported that an incorrect delivery of heparin occurred during hemodialysis therapy with an ak 96 machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation. However, the machine was evaluated on-site by a vantive qualified technician. The machine heparin pump was inspected and found to function as intended. A clot in the set resulted in machine errors regarding flow and pressure and the syringe in use was not clamped as per procedure. This use error caused negative pressure which allowed the syringe to be pushed and overdeliver. Further review by the technician revealed that the ak 96 was operating within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be unintended use error. Should additional relevant information become available, a supplemental report will be submitted.